Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no history of migraines prior to undergoing the implantation of essure. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("heavy and abnormal menstruation / prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and migraine ("migraines"). The patient was treated with surgery (underwent hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular and migraine to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.